Manufacturer narrative:
This report is for an unknown bone staple/ unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal abstract: mcknight r, et al (2019), capitolunate fusion for slac and snac wrist: how do nitinol staples perform relative to screws?, 2019 conference abstract from american association for hand surgery, page 1-2, (USA). The purpose of this study was to compare the clinical outcomes and complications of capitolunate arthrodesis (cla) for scaphoid nonunion advanced collapse (snac) and scapholunate advanced collapse (slac) wrist treatment using either compression screws or nitinol staples. 40 patients with scaphoid nonunion advanced collapse (snac) and scapholunate advanced collapse (slac) deformities who had capitolunate arthrodesis or capitolunohamate arthrodesis were included in the study. Average age was 49 years old (range, 17-80 years). Patients were grouped by fixation type. 31 patients in staple group were implanted with an unknown synthes nitinol memory compression staples (bme speedtitan staple) while 9 patients in the screw group were implanted with unknown headless compression screws. Mean follow-up was 15.6 weeks (10.5 ¿ 37 weeks). Complications were reported as follows: a total of 2 patients had hardware-related complications. 1 patient had staple loosening requiring revision fusion. 1 patient had dorsal impingement and stiffness requiring removal and capsulotomy. This report is for the unknown synthes nitinol memory compression staples (bme speedtitan staple). This is report 2 of 2 for (B)(4).